Manufacturer narrative:
Related patient identifier: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the aspiration needle could not be inserted to the end. The malfunction occurred during a diagnostic procedure for aspiration biopsy when used in combination with the guided sheath. The physician used a different aspiration needle which could be inserted; however, the needle did not come out of the tip. The procedure was completed using biopsy forceps. There were no reports of patient harm.